Event description:
It was reported that an ultrafilter u9000 was broken and had an external fluid leak which resulted ¿in ultrafiltration overload¿. The patient experienced a blood pressure drop after three hours of dialysis because of this event. It was not reported if the patient was hospitalized or treated for this event. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.